Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information reviewed, and due to the limited information available, a cause for atrial perforation, hemotoma, cardiac tamponade, hemorrhage, sepsis, cerebrovascular accident and renal failure cannot be determined. The reported patient effects of cardiac perforation, hemotoma, cardiac tamponade, hemorrhage, septicemia, stroke and renal failure as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Dates estimated exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report perforation, hematoma, vascular complications requiring surgery, cardiac tamponade, acute kidney injury, hemorrhage, sepsis and acute cerebral vascular accident. It was reported through a research article identifying a mitraclip that may be related to perforation, hematoma, vascular complications requiring surgery, cardiac tamponade, acute kidney injury, hemorrhage, sepsis and acute cerebral vascular accident. Specific patient information is documented as unknown. Details are listed in the attached article, titled impact of chronic thrombocytopenia on outcomes after transcatheter valvular intervention and cardiac devices implantation (from a national inpatient sample).